Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer reported that they got over 700 mg/dl reading through meter testing however insulin pump indicated that she was low on sensor readings. Customer was experiencing thirstiness. Customer declined to troubleshooting for the further issue. No further information given. It was unknown whether the customer using auto mode feature at the time of high blood glucose event. Insulin pump will not be returned for analysis.